Event description:
The pt reportedly developed and was treated for inflammation and redness near the implant site. In 2004, the pt underwent surgery for excision of granulation tissue that reportedly had no bacterial or fungal edema. The following month the pt's c1 device was explanted.